Event description:
Evaluation summary: the launcher guide catheter with original packaging matching complaint lot number 0007248373 was returned for evaluation. The device was returned in two pieces, one with the hub and strain relief and the remaining part of the shaft with the tip. Upon inspection of the returned unit, it was observed that the shaft was pulled out of the hub¿shaft assembly without any damage to the shaft.

Manufacturer narrative:
Results: no conclusion - device not returned for evaluation. Conclusions: device not returned for evaluation. (B)(4).

Manufacturer narrative:
Results: hub detached. Conclusion: molding of hub to shaft may not have been optimum.

Event description:
The physician intended to use a launcher guide catheter during a procedure to treat a lesion in the rca. The device was removed from its packaging, inspected and prepped per the IFU. The device appeared normal. The launcher was flushed with heparinised saline as usual. It was fed on to the wire and negotiated into the aortic root. The physician attempted to torque it in the ¿lao projection¿ into the right coronary. A standard wire was used during the procedure. The physician took the guide up around arch of aorta and it wouldn't torque. The guide never engaged with the rca. On gentle rotation, the catheter wouldn't torque at all and the end part (outside the body) broke away from the rest of the catheter. The catheter was removed and replaced by another. The procedure was completed with no further complications. No patient injury reported.